Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: the pump's black box data from the date of the event was overwritten due to continued use of the pump. The current black box had no evidence of communication alarms. The pump was exercised for 24 hours with no issues or alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alleged issue could not be duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging call service alarm that couldn't be cleared and wasn't displaying a code. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.